Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation, investigation findings, investigation conclusions) the following sections were corrected: h6 (health effect - impact code) the reported arthrofibrosis cannot be conclusively determined, however it may be due to arthrofibrosis. This cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side. Subsequently, the patient experienced arthrofibrosis and was not progressing with physical therapy. As a result, approximately four months post-surgery, the patient underwent a left knee scope lysis of adhesions and manipulation under anesthesia. No further impact to the patient was reported. No additional information is available at this time.